Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge with 120 units of insulin. Subsequently, the customer filled the tubing with 20 units of insulin and did not observe drops of insulin exit from the end of the infusion set tubing. The customer's blood glucose level was between 250-300 mg/dl. During a follow-up call, the customer reported that the issue had been resolved with the same tubing.